Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards germany affiliate, approximately 4 years post procedure with a 23mm sapien 3 ultra valve, the valve presents degeneration with mild central regurgitation, mild paravalvular leak, limited leaflet mobility, calcification with high gradients (peak 74mmhg, mean 40mmhg), and a velocity of 4.29 m/s. The patient was experiencing dyspnea. A valve in valve procedure was performed with a 20mm sapien 3 valve with no post-operative complications, and was discharged.

Manufacturer narrative:
Correction to h6 based on additional information. The device remains implanted; however, imagery was provided from the facility, and the following was observed: the valve was implanted in aortic position, and presence of calcium in native anulus. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for was unable to be confirmed due to the unavailability of relevant medical record and imagery. An existing technical summary written by edwards lifesciences documents the root cause analysis on valve calcification over the time in patient. Per the technical summary, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards' thv valves undergo thermafix tissue processing, which is a heat treatment process used to reduce calcification variability and lower calcification levels in comparison to xenologix process. Clinical results of thv implantation show similar mortality and significantly lower svd rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Furthermore, evaluation of reported complaints for calcification did not confirm any manufacturing non-conformances and identified that the proper manufacturing mitigations have been implemented. Additionally, per technical summary, no evidence of a product non-conformance or device malfunction were found in any of the valves returned for these complaints. As reported, 'that after approximately 4 years of implant, it got degenerated, showing mild central regurgitation and mild pvl, limited leaflet mobility, calcification with high gradients (peak 74mmhg, mean 40mmhg) and a velocity of 4.29 m/s'. As noted, patient had history of renal failure (chronic kidney disease) and hyperlipidemia. It is well known that patients with chronic kidney disease are predisposed to bioprosthetic heart valve calcification. Hyperlipidemia is also a risk factor due to elevated cholesterol levels being implicated in the vascular calcification process. Tissue calcification is a very common failure mode of structural valve deterioration (svd), which can manifest in the form of stenosis leading to regurgitation or pvl as reported. As such, available information suggests that patient factors (chronic kidney disease, hypercholesterolemia) may have contributed to the reported event.